Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . On (B)(6) 2024 , it was reported that the pediatric patient experienced dka and there were no specific symptoms reported. Although the cgm was reported inaccurate and that the cgm reading was 200 points average lower than the bg reading, there were no bg nor cgm values reported. The patient was hospitalized due to dka but there was no information about the medical intervention or treatment. At the time of the report the patient was discharged and at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.